Event description:
It was reported the duodenovideoscope had foreign material inside the instrument channel tube. The issue occurred during a endoscopic submucosal dissection procedure. The intended procedure was completed with another similar device. There were no reports of any delays, injury, or death. The patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the instrument channel tube had leakage. It is possible that the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from biopsy channel. The event can be detected/prevented by following the instructions for use which state: ·labeling. The events can be detected and prevented in accordance with the following IFU. IFU states that detection method in operation manual chapter 3 preparation and inspection. IFU states that preventive measure in reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.